Event description:
Healthcare professional reported a patient was injected with two syringes of skinvive¿ by juvéderm® into the cheeks and two syringes of juvéderm volux¿ xc into the jawline. About a week later, patient began experiencing "redness, cellulitis, and facial abscess". On date of onset, patient was treated with azithromycin. The following day, augmentin 875 mg was prescribed to be taken twice daily. Four days later, patient underwent their first incision and drainage procedure. Two days after that, another incision and drainage was performed, with cultures showing no growth. The next day, blood work reveled a count of 821. About a week later, the patient was started on bactrim. A week after that, a third incision and drainage was performed and the patient was treated with unison antibiotic IV and doxycyline. Three days later, bactrim ds was prescribed twice daily. Symptom are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the suspect product, juvéderm volux¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.